Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the date of the procedure? Na. How was the vicryl suture placed (interrupted or continuous)? Interrupted . Can you identify the product code or lot number of the suture? Na. Was the patient free of infection/ disease prior to the procedure? Yes. Were any cultures taken and when? No. What were the results of the culture? Na. Can you describe the patient symptoms on post op day 5? The technique which was held in the procedure was a ¿soof¿ stitch. The incision was made in the lower eyelid, and the chic was elevated and was stitched with interrupted sutures. 7 days postoperative, 2 spots of infection under the skin were appeared on the chic, in places where stitches were located. Do you have any photos of the abscess? No. What is the surgeon opinion to contributing factors for the abscess? A tissue reaction to the suture. Was there any permanent damage to the eye? No. Can you identify the product code or lot of the vicryl suture? No. What are the patient past medical history, age, weight? Around (B)(6) years old, normal weight, no medical history. What is the current condition of the patient? Proper.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? How was the vicryl suture placed (interrupted or continuous)? Can you identify the product code or lot number of the suture? Was the patient free of infection/ disease prior to the procedure? Were any cultures taken and when? What were the results of the culture? Can you describe the patient symptoms on post op day 5? Do you have any photos of the abscess? What is the surgeon opinion to contributing factors for the abscess? Was there any permanent damage to the eye? Can you identify the product code or lot of the vicryl suture? What are the patient past medical history, age, weight? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an eyelid surgical procedure on unknown date and the suture was used to close the muscle and/or subcutaneous tissues. Five days following the procedure, the patient experienced abscess in the place where the suture was placed. The patient was treated with antibiotic. Additional information has been requested.